Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was referred for explant surgery. It was later noted the patient wanted vns therapy removed as it bothered her (affecting her left arm) and caused numbness. Patient continued to have daily seizures, which she attributed to stress caused by vns therapy. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: initial report inadvertently listed the wrong date, shouldve been 07/01/2022.

Event description:
Additional information received noting that the cause of the increased seizures is low battery. A battery life calculation was performed with the available data and assumptions were made for any gaps found if present. The result revealed 0 yrs remaining until eri = yes.